Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. The customer experienced a blood glucose (bg) value ranging from 216-234 mg/dl. Customer loaded a new cartridge to address the issue.